Event description:
Reportedly, during a follow-up on (B)(6) 2017 unexpected atrial and ventricular lead measurements were observed. Preliminary analysis revealed data corruption associated to the holter statistics level.

Event description:
Reportedly, during a follow-up on (B)(6) 2017 unexpected atrial and ventricular lead measurements were observed. Preliminary analysis revealed data corruption associated to the holter statistics level.